Event description:
It was reported that a user experienced a high glucose reading of 268 mg/dl on a dexcom g7 while using an ilet system with a contact detach infusion set on the abdomen, following an unannounced meal that included tacos and cookies; the user reported no device alarms, no insulin odor, and no tubing kinks, and no issues were suspected with supplies. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper method, specifically a missed meal announcement associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.